Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There are no multiple bolus delivery (12 times) recorded in the formatted history file on the event date. In further full review of the pump history/traces on the event date of 14-sep-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 14-sep-2023 listed on smart solve. Daily total of all insulin delivered: 93500 (9.35 u). Daily total of basal insulin delivered: 57500 (5.75 u). Daily total of bolus insulin delivered: 36000 (3.6 u). On (B)(6) 2023 00:14:49.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 36000 (3.6 u). Bolus amount delivered: 36000 (3.6 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 14-sep-2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted duracell alkaline battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and bolus delivery/history anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 420 mg/dl at the time of the event and reported that the bolus was not going on. Troubleshooting was partially performed and found that the customer was admitted to the hospital and treated with an IV insulin drip (intravenous insulin infusion) and manual injection. The customer was not reporting symptoms as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was not active at the time of the event. The customer alleged that the insulin pump was under-delivering the insulin. The customer was admitted to the hospital on (B)(6) 2023. The customer experienced the symptoms of headache, weak, thirst, sick, confusion and flu. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. There are no multiple bolus delivery (12 times) recorded in the formatted history file on the event date. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 93500 (9.35 u). Dailytotalofbasalinsulindelivered: 57500 (5.75 u). Dailytotalofbolusinsulindelivered: 36000 (3.6 u). (B)(6) 2023 00:14:49.000 normalbolusdelivered (220). Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 36000 (3.6 u). Bolusamountdelivered: 36000 (3.6 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted duracell alkaline battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly and bolus delivery/history anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.